Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters, and the ground resistance test had failed. The pump needed to be calibrated and the power filter component changed. The pump calibration and replacement of the component confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 09/23/2024, zyno medical received a report that during the preventive maintenance (pm), the ground resistance test value was "0.265" which was equal to or greater than 0.10-ohm. When the pressure was set at 30 psi, the rate "20" did not meet the standard range of 22-38 psi. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Intuvie received a report indicating that an infusion pump failed the ground resistance test at 0.265 ohm. The passing specification for the ground resistance test is <0.1 ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be a component issue. The device battery was replaced, which successfully resolved the issue. Reference to complaint # (B)(4).